Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient began treatment with cefazolin 250mg and ceftazidime 250mg in each bag. The cause of the peritonitis was reported as a break in aseptic technique, the patient made a mistake. At the time of this report, the patient was recovering from the event of peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.